Event description:
The plaintiff's attorney alleged the plaintiff experienced ischemic cardiomyopathy on (B)(6) 2011, after the use of the product, then, plaintiff went to the hospital on (B)(6) 2011, and had a cardiac catheterization and coronary angioplasty procedure.

Manufacturer narrative:
This is one event (complaint, ill defined, ischemia) of two events reported for the same pt involving two separate products. Associated MDR #'s: 1225714-2013-02639, 1225714-2013-02640 and 1225714-2013-02642.